Event description:
It was reported to kendall healthcare in 2001 that the catheter was in the pt for 5 days in the femoral vein site. Suture wing broke on one side while the other held on. Other unusual circumstances. Pt was ambulatory and obese.

Manufacturer narrative:
This report is a re-submission of follow-up 1317749-2018-00002-1, to reflect a revised FDA MDR reference number of 1317749-2001- 00016. If information is provided in the future, a supplemental report will be issued.